Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sgc leak (loss of fluid column) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device evaluated by MFR - it was initially reported that the device would be returned for evaluation. Subsequent report indicated the device was discarded at the facility and is not returning.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for air in the steerable guide catheter. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+ with a floppy septum. The steerable guide catheter (sgc) crossed the septum and advanced 3-4 cm into the left atrium. However, upon removing the dilator and guide wire, air entered the sgc. Troubleshooting attempts were done, however air kept entering the guide. It is unsure if there was issues with the hemostatic valve but a loss of fluid column was reported. A 9f sheath was inserted to determine if there was a bad valve that the sheath could seal. However, air continued to enter the device. Aspiration was performed. Air never entered the patient anatomy. The sgc was removed and replaced with a new sgc. One mitraclip was implanted reducing mr to trace. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.